Event description:
New information notes the lead was explanted.

Event description:
It was reported that the patient presented in the or for device change-out due to normal eri. Externalized conductors were noted via diagnostic imaging. Lead to be monitored.

Manufacturer narrative:
External insulation abrasion was noted at 15.4-15.5cm from the distal tip electrode, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were no ted at 10.7-12.8cm and 26.9-27.1cm from the distal tip electrode. The etfe coating was intact at these abrasion locations.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.